Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare professional had difficulty accessing the center port. It was unk if the pump had flipped. Further diagnostics were being considered. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.